Event description:
It was reported that during an unknown procedure, the fourth cartridge failed to fire entire row. It is unknown at this time how procedure was completed. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If further details are received and/or device is received and analyzed, a supplemental medwatch report will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Batch # l52z2f. Incomplete firing cycle. The analysis results found that the tlc75 device was received in good visual conditions and with a cartridge reload present. The cartridge reload had the proximal 35 drivers up without staples, and the remaining drivers down with staples present. The returned cartridge reload had the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. The cartridge reload was manually unlocked and the device was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.